Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
The surgeon reports patient ps a status post left hip replacement done on (B)(6) 2015 has had increased pain and looks on xray as if the femoral stem may now be loose. The surgeon decided to revise the hip to a restoration modular hip replacement. The accolade ii stem was removed with little bones in growth seen. The restoration modular hip was performed per surgical protocol. The procedure was performed without incident. No further information is available due to password secured emr. Update: no allegations against the liner and head.